Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported condition in which the pump would not stay powered on with either battery power or a/c power which was reproduced during evaluation with the pump cycling through the splash screen and unable to complete the power up cycle. Evaluation found the condition to be caused by a failed processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not stay powered on with either battery or a/c power in the biomedical service department while the pump was charging. There was no patient involvement associated with this event. No additional information is available.